Event description:
It was reported that the device would not give reading. The return flow back into res is restricted somewhere. Eventually will alarm over temp, even though double- checked calibration. Heater and thermostat are getting overheated because water is not flowing as it should. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 6/25/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and no further action will be taken.